Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation and it was confirmed that the inserter tip had disconnected and fallen out of its housing the groove width on the returned housing component was inspected and found to be within specification. The feature limits the travel of a pin used to retain the driver tip sub-component if the housing slot width is under the allowable tolerance, potential interference between the pin and wall could occur during expansion leading to pin failure. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the instrument tip broke off loose within the patient and was not able to be retrieved.